Event description:
During a remote follow-up, myopotential over-sensing was observed on the device. Provocative testing was performed, and the myopotentials were reproduced. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.